Event description:
It was reported trying to put in midline but nurse unable to separate the line and needle. Unknown if patient was harmed. There was patient impact, midline could not be inserted and procedure was cancelled. The problem occurred with the flexible end of the guidewire, it got caught on the end of the insertion needle bevel and could not be removed or advanced. No other information was provided. 07/03/2024 - the guidewire returned for evaluation exhibited a kink.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult insertion of a guidewire through a needle is inconclusive because the needle was not returned for evaluation. One 0.018 in. X 50 cm. Nitinol guidewire was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned guidewire. A small kink was observed at the proximal end of the guidewire. A functional test of attempting to insert the complainant guidewire into a non-complainant 21 ga introducer needle revealed the guidewire passed through the introducer needle with no resistance. A microscopic observation revealed nothing remarkable along the guidewire. No misaligned coils were observed throughout the complainant guidewire. No excessive use residues were observed throughout the returned guidewire. Because the needle was not returned for evaluation, the complaint of difficulty passing a guidewire through a needle is inconclusive. This complaint will be recorded for future trending and monitoring purposes.